Manufacturer narrative:
The devices were returned to edwards for evaluation. A visual inspection of the returned devices confirmed that the balloons had burst. There were no visible defects, such as scratches, fish eyes, or gel spots seen on the balloon at the tear location when inspected under magnification. Due to the balloons being severely wrinkled along the working length, dimensional measurements could not be taken. A DHR review did not reveal any issues that could have contributed to the reported complaint. A review of pv sample data from the affected work order revealed that all samples passed the balloon inflation/deflation test, balloon fatigue, and burst test. These tests make it highly unlikely that a preexisting pin hole on the balloon could have caused a rupture. During the manufacturing process the balloon component is 100% visually inspected for defects, burst pressure tested on a sampling plan, and undergoes a 100% dimensional inspected. Based on the device history record review, there is no evidence suggesting the balloons from the affected work order exhibited low burst pressure. This makes it highly unlikely a damaged or out of specification balloon component is the root cause. The balloon is also inflated to ensure proper size and inspected for mechanical damage, and the device is leak tested after the balloon is pleat and folded. This also makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. These types of complaints have been previously investigated and documented in a technical summary, which indicated that balloon bursts in the past have predominantly been due to patient anatomy (specifically, a calcified annulus). The technical summary states that deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus via the following: "open cell impingement - open cell" valve areas only contains flexible cloth and tissue. Calcific nodules aligned with these open cell areas can impinge upon the balloon during inflation, which will deform the balloon structure and cause high stress regions with greater risk of rupture. "Stress concentration" if a valve frame strut is expanded against a calcific nodule, the balloon will experience non-uniform stress around the circumference, resulting in higher risk of balloon rupture at the least compliant point where the valve strut is constrained by the calcific nodule. In this case, it was reported that "the physician agreed that a sharp piece of calcium had ruptured both balloons". A review of complaint history / prior similar complaints of balloon bursts occurring inside the patient showed that the engineering evaluation in those complaints where a device was returned did not reveal any non-conformities. All testing and investigative activities performed pointed to patient anatomy rather than a device defect contributing to the reported event. Per the instructions for use, balloon rupture is a potential complication associated with balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. The IFU and the training manual instruct operators to inflate the balloon during the sizing portion of the preparation procedure. Any ruptures or damage to the balloon is highly detectable prior to the insertion of any devices into the patient. The complaint was confirmed; however no manufacturing non-conformities could be confirmed in the returned samples. It appears that rupture due to a sharp piece of calcium is the most likely cause for the reported events. A review of complaint history did not reveal an occurrence rate exceeding the control limits for this failure mode, and no manufacturing non-conformances were identified in the product evaluation. Therefore, no further corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist, the balloons on two separate retroflex3 delivery systems ruptured during valve deployment. Per report, a 23mm sapien valve was prepped and advanced via transapical approach without complications. The valve was positioned and deployed 60:40 aortic. Upon deployment, the balloon ruptured. Immediately, another retroflex3 delivery system was prepped. The new system advanced to post-dilate the sapien valve. Again, the balloon ruptured. CT analysis indicated a heavily calcified sinotubular junction (stj) and native annulus. The physician agreed that a sharp piece of calcium had ruptured both balloons. No central aortic insufficiency (cai) or paravalvular leak (pvl) was noted.

Manufacturer narrative:
The investigation is ongoing.